Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, granuloma, was deemed to meet serious reporting criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage of a body structure. The device history record could not be reviewed as a lot number was not reported. Citation: tonin b, colato c, bruni m, girolomoni g. Late granuloma formation secondary to hyaluronic acid injection. Dermatol online j. 2020 jul 15;26(7):13030/qt9fj4f3ts. Pmid: 32898402.

Event description:
This is a literature case report about late granuloma formation secondary to hyaluronic acid injection. This literature report from (B)(6) concerns a (B)(6) year-old female patient. She was injected with a hyaluronic acid, for aesthetic purposes to counteract flaccidity and wrinkles in the upper arm skin (off label use of device). Approximately six years after the treatment with hyaluronic acid, the patient experienced multiple subcutaneous nodules on both arms that had been present for about two months. On physical examination, multiple small, painless and firm nodules were noted by palpation, with symmetrical distribution on the inner face of both arms. She exhibited neither lymphadenopathy nor fever. Routine laboratory tests, including blood count, liver and renal function tests, erythrocyte sedimentation rate, and c-reactive protein level were within normal limits. The patient agreed to a diagnostic cutaneous biopsy, which was performed on a nodule localized on the left arm. Upon examination of the histology, the intermediate and deep dermis and the subcutis showed a florid giant cell granulomatous reaction related to a foreign body incorporating amorphous bluish, alcian-positive, material referable to hyaluronic acid. The dermis interposed between the granulomas appeared fibrotic and thickened. Additionally, there was a modest lymphocytic infiltrate with eosinophils. The histological examination supported the diagnosis of granuloma related to hyaluronic acid. It was considered to treat the patient with hyaluronidase injections, but the patient refused the treatment because she did not want to have any further injections in those areas. As a corrective treatment, oral therapy with prednisone 25 mg daily was initiated and all lesions disappeared two weeks later. Complete remission was confirmed by a soft tissue ultrasound. Two months later the nodules relapsed on the same sites, but the patient decided not to entertain further treatment. Due to the provided information, the outcome of the event granuloma related to hyaluronic acid was considered as not resolved. In the opinion of the author, there is no standardized treatment for foreign body granuloma induced by fillers. The strategies for treatment include the use of hyaluronidase alone or in combination with intralesional corticosteroid. Empiric antibiotic therapy is another option. Oral corticosteroids should be taken into consideration after infection is ruled out. Surgical excision can be the solution in cases of failure of other treatments laser-assisted evacuation of filler material and inflammatory and necrotic granulomatous tissue is also described in the literature. Long-term complications of hyaluronic acid fillers may continue to be seen in clinical practice. Foreign body granuloma can appear months and even years after injections and patients should be informed of this potential adverse event. Although different strategies of treatment are currently available, optimal management of late granuloma remains a challenge for clinicians.